Event description:
It was reported that the patient came to the hospital following lia (lead integrity alert). Short v-v intervals, which could indicate oversensing, were noted. A possible revision of the lead was noted. No patient complications have been reported as a result of this event. It was further reported that the lead trend showed normal varying on the right ventricular lead impedance.

Event description:
It was reported that the patient came to the hospital following lia (lead integrity alert). Short v-v intervals, which could indicate oversensing, were noted. A possible revision of the lead was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. 1 - patient alert for lead failure predictor (lfp) on (B)(6) 2011 16:43:38. 2 - lfp high rate-ns <= 215 ms average v-cycle on (B)(6) 2011 17:41:28 and (B)(6) 2011 13:16:32. Ventricular short interval count v-sic=3.1 counts avg/day, in 33.10 days, between (B)(6) 2011 10:12:55 and (B)(6) 2011 12:39:53.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. One - patient alert for lead failure predictor (lfp) on (B)(6) 2011 16:43:38. One - lfp high rate-ns <= 215 ms average v-cycle on (B)(6) 2011 17:41:28 and (B)(6) 2011 13:16:32. Ventricular short interval count v-sic=3.1 counts avg/day, in 33.10 days, between (B)(6) 2011 10:12:55 and (B)(6) 2011 12:39:53.